Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C13140) inserted for female sterilization. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with total abdominal hysterectomy. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Ultrasound pelvis on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornea and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed.; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C13140) inserted for female sterilization. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with total abdominal hysterectomy. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion.. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornea and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed.; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no: c13140, production date: 2014-01-16, expiration date: 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, it was noted that the fup justification was not added in the previous version. Please note that the following information was added: patient´s date of birth, new reporters, essure indication and insertion date was updated. Case was upgraded to serious incident (essure was removed). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pelvic pain since having the essure insertion procedure / localised pain'), menometrorrhagia ('heavy and irregular periods') and device dislocation ('essure micro-insert migration') in a 44-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), procedural pain ("painful essure insertion"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, surgery (diagnostic laparoscopy on (B)(6) 2018) and total abdominal hysterectomy + bilateral salpingo-oophorectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved and the menometrorrhagia, device dislocation and procedural pain outcome was unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: use of several painkillers did not ease the pain. Essure insertion date was changed from (B)(6) 2014 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. Hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Pathology test - on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: clinical details: 1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week. Specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90rmn in length, 90 mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35 mm in diameter respectively. Both proximal fallopian tubes contain metal implants. There is a small simple left paratubal cyst up to 10 mm in diameter. Microscopic: the cervical transformation zone shows no evidence of cin, cgin or wart virus infection. The endometrium is in the normal secretory phase. There is no evidence of endometrial hyperplasia or neoplasia. No adenomyosis is present. Both ovaries and fallopian tubes are within normal limits. There is no evidence of endometriosis. There is a small benign simple left paratubal cyst. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140, production date 2014-01-16, expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pelvic pain since having the essure insertion procedure / localised pain'), menometrorrhagia ('heavy and irregular periods') and device dislocation ('essure micro-insert migration') in a 44-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), procedural pain ("painful essure insertion"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, surgery (diagnostic laparoscopy on (B)(6) 2018) and total abdominal hysterectomy + bilateral salpingo-oophorectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved and the menometrorrhagia, device dislocation and procedural pain outcome was unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: use of several painkillers did not ease the pain. Essure insertion date was changed from (B)(6) 2014 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. Hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Pathology test - on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: clinical details: 1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week. Specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90rmn in length, 90 mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35 mm in diameter respectively. Both proximal fallopian tubes contain metal implants. There is a small simple left paratubal cyst up to 10 mm in diameter. Microscopic: the cervical transformation zone shows no evidence of cin, cgin or wart virus infection. The endometrium is in the normal secretory phase. There is no evidence of endometrial hyperplasia or neoplasia. No adenomyosis is present. Both ovaries and fallopian tubes are within normal limits. There is no evidence of endometriosis. There is a small benign simple left paratubal cyst. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pelvic pain since having the essure insertion procedure') and menometrorrhagia ('heavy and irregular periods') in a 44-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and procedural pain ("painful essure insertion"). The patient was treated with analgesics, surgery (diagnostic laparoscopy on (B)(6) 2018) and total abdominal hysterectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia and procedural pain outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: use of several painkillers did not ease the pain. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. Hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Pathology test - on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: clinical details: 1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week. Specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90rmn in length, 90 mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35 mm in diameter respectively. Both proximal fallopian tubes contain metal implants. There is a small simple left paratubal cyst up to 10 mm in diameter. Microscopic: the cervical transformation zone shows no evidence of cin, cgin or wart virus infection. The endometrium is in the normal secretory phase. There is no evidence of endometrial hyperplasia or neoplasia. No adenomyosis is present. Both ovaries and fallopian tubes are within normal limits. There is no evidence of endometriosis. There is a small benign simple left paratubal cyst. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, an updated ptc investigation was initiated in accordance to previously upgraded incident category. Removal date was changed to 19-mar-2019, events menorrhagia requiring diagnostic laparoscopy and painful insertion added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pelvic pain since having the essure insertion procedure / localised pain'), menometrorrhagia ('heavy and irregular periods') and device dislocation ('essure micro-insert migration') in a 44-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), procedural pain ("painful essure insertion"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, surgery (diagnostic laparoscopy on (B)(6) 2018) and total abdominal hysterectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved and the menometrorrhagia, device dislocation and procedural pain outcome was unknown. The reporter considered bladder disorder, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menometrorrhagia, mental disorder, pelvic pain and procedural pain to be related to essure. The reporter commented: use of several painkillers did not ease the pain. Essure insertion date was changed from (B)(6) 2014 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. Hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Pathology test - on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: clinical details: 1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week. Specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90rmn in length, 90 mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35 mm in diameter respectively. Both proximal fallopian tubes contain metal implants. There is a small simple left paratubal cyst up to 10 mm in diameter. Microscopic: the cervical transformation zone shows no evidence of cin, cgin or wart virus infection. The endometrium is in the normal secretory phase. There is no evidence of endometrial hyperplasia or neoplasia. No adenomyosis is present. Both ovaries and fallopian tubes are within normal limits. There is no evidence of endometriosis. There is a small benign simple left paratubal cyst. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: events "essure micro-insert migration", "allergy symptoms", "dyspareunia", "heavy/abnormal bleeding", "hormonal problems", "psychological/psychiatric problems" and "urinary/bladder problems" added; event "pelvic pain female" updated; a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("terrible pelvic pain since having the essure insertion procedure / localised pain"), menometrorrhagia ("heavy and irregular periods") and device dislocation ("essure micro-insert migration") in a 44 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, dysfunctional uterine bleeding, weakness of arms, perineal pain, loose stools, diarrhea, asthma, obesity, smoker, depression, hyperlipidemia, calculus of kidney, self-medication, skin laceration, chest pain, abdominal pain and parity 5. Previously administered products included: simvastatin, citalopram, ibuprofen, paracetamol, naproxen, midazolam and fentanyl. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), procedural pain ("painful essure insertion"), a first episode of hypersensitivity ("allergy symptoms"), a first episode of dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), a first episode of mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal pain lower ("pain, including chronic pain"), haemorrhagic disorder ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), a second episode of hypersensitivity ("allergic or hypersensitivity reaction"), a second episode of dyspareunia ("dyspareunia") and a second episode of mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics as well as non-drug therapy (total abdominal hysterectomy and bilateral salpingooophorectomy.) And surgery (diagnostic laparoscopy on (B)(6) 2018). At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal and bladder disorder had resolved. The outcomes for menometrorrhagia, device dislocation, procedural pain, abdominal pain lower, haemorrhagic disorder, device intolerance, the last episode of hypersensitivity, the last episode of dyspareunia and the last episode of mental disorder were unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, device intolerance, the first episode of dyspareunia, the second episode of dyspareunia, genital haemorrhage, haemorrhagic disorder, hormone level abnormal, the first episode of hypersensitivity, the second episode of hypersensitivity, menometrorrhagia, the first episode of mental disorder, the second episode of mental disorder, pelvic pain and procedural pain to be related to essure administration. The reporter commented: use of several painkillers did not ease the pain. Essure insertion date was changed from (B)(6) 2014 to (B)(6) 2015. Bladder procedure recommended. Recorded that the patient felt they could not go through with the procedure due to finding essure very traumatic/. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.456 kg/sqm. [Gynaecological examination] on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection [hysterosalpingogram] on (B)(6) 2014: hysterosalpingogram essure consent form ¿ intended benefits listed as sterilization. Risks seem to be ¿as per leaflet¿. Leaflet not contained in records; on (B)(6) 2014: essure sterilization, ¿ hsg to be performed (B)(6) 2015 to confirm bilateral tubal occlusion/ the procedure was performed under local anesthetic without incident/ patient was advised to continue taking the progestin only pill until hsg/. Operation note ¿ essure sterilization ¿ both tubal ostia and. Essure implants in both ostia 2 coils; on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion [pathology test] on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: histopa thology:clinical details:1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week.specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90mm in length, 50mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35mm in diameter respectively. Both proximal fallopian tubes contain metal implants. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal there is a small simple left para tubal cyst up to 10mm in diameter. [Ultrasound pelvis] on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: mental disorder (10061284) dyspareunia (10013941) dyspareunia (10013941) device intolerance (10068444) haemorrhagic disorder (10019009) abdominal pain lower (10000084) hypersensitivity (10020751). The following amendment was made: the case has been amended due to an error leading to failed submission for the previous follow up line. Duplicate lab data has been deleted and the narrative has been appended. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('terrible pelvic pain since having the essure insertion procedure') and menometrorrhagia ('heavy and irregular periods') in a 44-year-old female patient who had essure (batch no. C13140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and procedural pain ("painful essure insertion"). The patient was treated with analgesics, surgery (diagnostic laparoscopy on (B)(6) 2018) and total abdominal hysterectomy. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menometrorrhagia and procedural pain outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and procedural pain to be related to essure. The reporter commented: use of several painkillers did not ease the pain. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. Hysterosalpingogram - on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion. Pathology test - on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: clinical details: 1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week. Specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90rmn in length, 90 mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35 mm in diameter respectively. Both proximal fallopian tubes contain metal implants. There is a small simple left paratubal cyst up to 10 mm in diameter. Microscopic: the cervical transformation zone shows no evidence of cin, cgin or wart virus infection. The endometrium is in the normal secretory phase. There is no evidence of endometrial hyperplasia or neoplasia. No adenomyosis is present. Both ovaries and fallopian tubes are within normal limits. There is no evidence of endometriosis. There is a small benign simple left paratubal cyst. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal. Ultrasound pelvis - on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. Batch no c13140 production date 2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: updated quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("terrible pelvic pain since having the essure insertion procedure / localised pain"), menometrorrhagia ("heavy and irregular periods") and device dislocation ("essure micro-insert migration") in a 44 year-old female patient who had essure inserted (lot no. C13140) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, dysfunctional uterine bleeding, weakness of arms, perineal pain, loose stools, diarrhea, asthma, obesity, smoker, depression, hyperlipidemia, calculus of kidney, self-medication, skin laceration, chest pain, abdominal pain and parity 5. Previously administered products included: simvastatin, citalopram, ibuprofen, paracetamol, naproxen, midazolam and fentanyl. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), menometrorrhagia (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), procedural pain ("painful essure insertion"), a first episode of hypersensitivity ("allergy symptoms"), a first episode of dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), a first episode of mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal pain lower ("pain, including chronic pain"), haemorrhagic disorder ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), a second episode of hypersensitivity ("allergic or hypersensitivity reaction"), a second episode of dyspareunia ("dyspareunia") and a second episode of mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics as well as non-drug therapy (total abdominal hysterectomy and bilateral salpingooophorectomy.) And surgery (diagnostic laparoscopy on (B)(6) 2018). At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal and bladder disorder had resolved. The outcomes for menometrorrhagia, device dislocation, procedural pain, abdominal pain lower, haemorrhagic disorder, device intolerance, the last episode of hypersensitivity, the last episode of dyspareunia and the last episode of mental disorder were unknown. The reporter considered abdominal pain lower, bladder disorder, device dislocation, device intolerance, the first episode of dyspareunia, the second episode of dyspareunia, genital haemorrhage, haemorrhagic disorder, hormone level abnormal, the first episode of hypersensitivity, the second episode of hypersensitivity, menometrorrhagia, the first episode of mental disorder, the second episode of mental disorder, pelvic pain and procedural pain to be related to essure administration. The reporter commented: use of several painkillers did not ease the pain. Essure insertion date was changed from (B)(6) 2014 to (B)(6) 2015. Bladder procedure recommended. Recorded that the patient felt they could not go through with the procedure due to finding essure very traumatic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.456 kg/sqm. [Gynaecological examination] on (B)(6) 2019: patient in the gynae clinic, three weeks after her hysterectomy. She was recovering reasonably well apart from ongoing problems with urinary infection. [Hysterosalpingogram] on (B)(6) 2014: hysterosalpingogram essure consent form ¿ intended benefits listed as sterilization. Risks seem to be ¿as per leaflet¿. Leaflet not contained in records; on (B)(6) 2014: essure sterilization, ¿ hsg to be performed (B)(6) 2015 to confirm bilateral tubal occlusion/ the procedure was performed under local anesthetic without incident/ patient was advised to continue taking the progestin only pill until hsg/. Operation note ¿ essure sterilization ¿ both tubal ostia and. Essure implants in both ostia 2 coils; on (B)(6) 2015: uncomplicated cervical cannulation. Both implants appear correctly positioned and there is bilateral tubal occlusion [pathology test] on (B)(6) 2019: specimen: endometrial curettings. Microscopic: the specimen is comprised of blood admixed with fragments of endometrial tissue featuring patchy tornal crumbling, associated with inactive endometrial glands, representing asynchrony between glands and stroma. The features are consistent with dysfunctional uterine bleeding. There is no evidence of chronic endometritis, polyp, hyperplasia, atypia or malignancy. Fragments of normal ectocervical and endocervical tissue are also present; on (B)(6) 2019: histopa thology:clinical details:1 pain after hysteroscopic essure sterilization. 2 heavy and irregular periods. Lmp 1 week.specimen: uterus, cervix, both fallopian tubes and ovaries. Macroscopic: uterus and cervix measuring 90mm in length, 50mm in width and up to 40mm in depth. The endometrium measures up to 3mm in thickness. The right and left ovaries are normal and measures 35mm in diameter respectively. Both proximal fallopian tubes contain metal implants. Diagnosis: uterus, cervix, both fallopian tubes and ovaries - normal there is a small simple left para tubal cyst up to 10mm in diameter. [Ultrasound pelvis] on (B)(6) 2015: the left micro-insert is seen touching the endometrial echo. Right micro-insert crosses the cornu and lies approximately 2mm proximal to the endometrial echo. Hsg will be performed; on (B)(6) 2018: lmp - ongoing bleeding. Normal size anteverted uterus, 40mm ap diameter. Endometrium, 5.8mm diameter. Both ovaries have normal ultrasound appearances. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: mental disorder (10061284) dyspareunia (10013941) dyspareunia (10013941) device intolerance (10068444) haemorrhagic disorder (10019009) abdominal pain lower (10000084) hypersensitivity (10020751). Batch no~c13140 production date~2014-01-16 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.